Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had lost stimulation coverage due to lead migration. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted paddle lead was not returned.